Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results when compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced symptoms described as ¿difficult¿ .the customer was unable to self-treat and had a contact with healthcare professional (hcp) who obtained a glucose result of 4.4 mmol/l on the hcp meter when compared to a sensor scan result of 3.3 mmol/l however it was not taken within 10 minutes and related to the medical event. The customer received an unspecified treatment from a healthcare professional (hcp) for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.